Event description:
It was reported that an ilet user experienced prolonged hyperglycemia after a bent infusion cannula and then used multiple meal announcements to attempt correction, which was identified as improper use and addressed with education. The user was on dexcom g7 with an inset infusion set and completed a factory reset with guidance, with blood glucose peaking at 561 mg/dl. Symptoms included hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included communication with the trainer and user, and analysis of information provided by them. Investigation of this case revealed no device problem and identified a usage problem related to the user interface, specifically an improper method of using meal announcements as corrections that contributed to maladaptation. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.